Event description:
It was reported that the customer was getting low predict alarms for a few hours. It was stated that the customer inserted the sensor four days ago, and it was supposed to last six days. Assisted the customer with the alarm. It was also stated that the customer was hospitalized due to high blood pressure. The customer was also experiencing high and low blood glucose levels. The customer most recent blood glucose reading was reported as 8.8 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.